Event description:
It was reported that this right atrial (ra) lead was an attempted implant. The physician noted that during placement of this lead there was a sudden extension of the helix noted after screwing along with low amplitude signal. Subsequently a non-boston scientific lead was successfully implanted. No additional patient adverse effects were reported. This ra lead is expected to return for analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. The physician noted that during placement of this lead there was a sudden extension of the helix noted after screwing along with low amplitude signal. Subsequently a non-boston scientific lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted, and no blood or body fluid was observed in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.